Manufacturer narrative:
Additional information was received on february 18, 2016. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted (B)(6) 2007 and revised on (B)(6) 2015 due to osteolysis and pain. Pictures, x-rays: n/a as x-rays were not received for evaluation. Surgical report: n/a as there are no surgical notes at hand neither from the implantation nor the revision surgery. Visual examination: the durom acetabular component had bony ongrowth and material deformation/burnishing on the porous coating; the durom acetabular component had material deformation at the rim of the component; the durom acetabular component had light scratching on the articular surface; the durom acetabular component had minor gouges on the articular surface; the durom acetabular component had chipping material deformation at the rim; light scratching on the articulating surface of the metasul ldh head; material deformation on rim of the taper wall; minimal third body particles on the inner taper surface of the metasul ldh adapter. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 r on an unknown side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to osteolysis and pain.